Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing episodes of non-sustained rv myopotential oversensing. Programming changes were recommended.